Event description:
The doctor reported the implant was removed due to insufficient primary stability, less than one month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. No significant finding was observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.